Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total hip replacement: (B)(6) 2018. Following insertion of the corail size 10 ka stem, the surgeon tried to disengage the handle from the stem however the connection had binded such that tapping the handle in the opposite direction to insertion pulled the stem out of the femur. The surgeon had to leverage the handle while repeatedly tapping the handle and the stem was re-inserted using the 2 piece screw in inserter handle. This leveraging caused a minor fracture of the gt. Upon inspection of the insertion tip, it appeared worn/warped. The item was tagged for replacement. Action taken to manage the problem: used the alternate 2 piece inserter handle. Ten minute delay to procedure.

Manufacturer narrative:
The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.